Manufacturer narrative:
Concomitant medical products: serial number: (B)(4), batch/lot number: a03749, model/catalog description: phase iii linear lead - 50 cm. The explanted devices was not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients lead migrated resulting to the patient experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.